Event description:
As reported, on (B)(6) 2026 during a procedure when the 3dmax light package was opened the mesh fell out due to a defect in the inner seal of the mesh packaging. Reportedly, another mesh was used to complete the procedure. There was no patient contact with the mesh.

Manufacturer narrative:
As reported, during a procedure when the 3dmax light package was opened the mesh fell out "due to a defect in the inner seal of the mesh packaging." Evaluation of the returned sample finds the tyvek pouch to be open as received at the chevron end. Inspection of the entire pouch and sealing area confirmed that the pouch was properly sealed and its integrity was intact. The most probable root cause is the tyvek pouch was manually opened at some point after distribution likely at the user facility. No manufacturing anomalies were found. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.